Event description:
It was reported error codes appeared during cases and in training. They were red error messages. There was no pt impact.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the MFR for the time period (B)(4) 2010 through (B)(4) 2012. The pulsar generator was received in poor condition with scratches and surface imperfections on the upper lid. The unit delivered rf energy correctly into the fixed resistors. The components used to detect pt pad imbalance are operating correctly. The reported problem was "red error messages". The reported problem was not confirmed; there were no unusual error messages in the last 5 months of use. Applicable software and hardware upgrades were performed. It passed final testing and was recertified for use. End of report.